Manufacturer narrative:
Occupation is consumer/patient. The test strips were requested for investigation. The reporter's meter and 1 test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Review of the meter error log revealed an error 3 having occurred several times. An error 3 occurs when the strip expiration date has been exceeded according to the date set on the meter. It was observed that the meter's time/date were set incorrectly to the year 2001. Review of the meter error log revealed an error 6 on the day of the alleged meter to lab result discrepancy (with meter's time/date set incorrectly). An error 6 can occur if the test strip is touched or removed during testing due to customer mishandling. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown stago reagent. At 4:45 pm, the meter result was 7.6 inr. At 5:00 pm, the result from the laboratory was 5.2 inr. The customer's therapeutic range was not provided.